Event description:
It was reported the catheter was disconnected from the pin connector. It was noted that a catheter complication was reported. The reporter stated the patient was in the clinic and they were going to turn the pump off. The reporter further stated the patient was about to hit elective replacement indicator (eri) and the patient had been weaned off. It was noted the catheter was found to be detached from the pump based on imaging that was done prior to routine replacement of the pump. It was further noted that after the catheter was found to be detached the patient decided they were not going to pursue replacement of the pump. The reporter stated the catheter issue was detected in (B)(6) 2014. The reporter further stated there were no patient symptoms. The pump contained baclofen (compounded). Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information later reported there was no revision or replacement. Side port aspiration attempted and failed. The patient¿s dose was weaned off. No change in spasm or symptoms so plan to explant.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n111789, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot # l71601, implanted: (B)(6) 2000, product type catheter; product ID 8575, lot # n111789, implanted: (B)(6) 2007, product type accessory. (B)(4).